Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. Following successful 2.75x24mm promus element plus drug-eluting stent (des) deployment in left circumflex artery, a 2.75x28mm promus element plus des was deployed in left anterior descending (lad) artery. Following post dilatation, a dissection was noted at the proximal edge of the stent in the mid lad. Another 3x24mm promus element plus was deployed overlapping the dissected area to complete the procedure. No patient complications were reported and patient status was stable.